Event description:
Customer reported that she was hospitalized for high blood glucose. Customer stated that she was short of breath prior to hospitalization. Customer was unable to complete troubleshooting at the timer of call. No further details provided at time of call.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.